Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple shocks for supra ventricular tachycardia (svt) with rapid ventricular response (rvr) however the implantable cardioverter defibrillator (ICD) did not deliver shocks during the ventricular fibrillation (vf). The ICD had exhausted the therapies during the episode and was unable to terminate the vf. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.